Manufacturer narrative:
A ge service representative performed an onsite investigation. The touch screen keyboard and cpu were identified as being defective and replaced by the inhouse biomedical engineer. The system was then found to be operating as intended.

Event description:
The field engineer reported a faulty memory and that the system would not boot up. There is no report of patient injury associated with this event.